Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer had been feeling ill for 2.5 hours, and experienced blood glucose levels as high as 450 mg/dl. The customer had ketones, and was vomiting. The customer increased the basal rate, but continued to experience elevated blood glucose levels. The customer's doctor felt that the insulin pump malfunctioned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.